Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint on the v60 indicating that while the nurse was preparing to use the device on a patient, the device suddenly powered down during a self-test at the warehouse. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. There have been cases of the device suddenly shutting down during use before, so the nurse stopped using the device and contacted the equipment department. While the nurse was preparing to use the device on a patient, the device suddenly powered down during a self-test at the warehouse. The investigation is ongoing.